Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an external blood leak occurred one minute after the start of a patient¿s continuous venovenous hemodialysis (cvvhd) treatment. The leak was coming from the pre-filter pressure dome of a multifiltratepro hemodiafiltration (hdf) cassette. There were no leaks noted during the priming phase. There were no alarms that occurred either. The blood within the circuit was returned to the patient. The leak resulted in approximately 50 ml (or less) of blood loss. It was confirmed there was no serious patient injury or harm due to the event. The patient was able to complete their treatment after restarting with a new kit on the same machine. A photo of the circuit connected to a machine was provided for review. The photo affirms that blood leaked externally, as blood can be seen on the front surface of the machine. No obvious kit defects or anomalies can be detected in the photo, and it was reported that no additional close-up photos of the leak location were available. The sample was not available to be returned for evaluation as it was reportedly discarded.

Event description:
It was reported that an external blood leak occurred one minute after the start of a patient¿s continuous venovenous hemodialysis (cvvhd) treatment. The leak was coming from the pre-filter pressure dome of a multifiltratepro hemodiafiltration (hdf) cassette. There were no leaks noted during the priming phase. There were no alarms that occurred either. The blood within the circuit was returned to the patient. The leak resulted in approximately 50 ml (or less) of blood loss. It was confirmed there was no serious patient injury or harm due to the event. The patient was able to complete their treatment after restarting with a new kit on the same machine. A photo of the circuit connected to a machine was provided for review. The photo affirms that blood leaked externally, as blood can be seen on the front surface of the machine. No obvious kit defects or anomalies can be detected in the photo, and it was reported that no additional close-up photos of the leak location were available. The sample was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the actual sample was not available for evaluation. However, a sample examination was performed on the retention samples. The samples were visually inspected for component defects, assembly failures, and conformity with product specifications. The samples were then subjected to leakage testing where air/liquid pressure was applied to test for leaks and other assembly failures. No failures were detected during the testing. A review of the batch production records was performed, and the results were determined to be conforming. No non-conformities were observed during the manufacturing process. The described situation was confirmed to be adequately addressed in the instructions for use (IFU). The reported complaint has been acknowledged; however, a definitive conclusion for the reported failure could not be determined without physical examination of the actual sample. Based on the provided details, there are several possible causes. There could have been a component defect due to a molding failure of the pressure dome, or improper connection of the pressure dome. There also could have been an assembly failure between the tubes and pressure dome. This list of possible causes is not exhaustive. The production department has been informed of the defect.